Event description:
Reporter's meter to health care professional meter results were 244 and 174 mg/dl. Reporter was not experiencing any symptoms. First control solution test was 147 (98-148) mg/dl, second was 148 (98-148) mg/dl.